Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt the wire pulled out of the defib electrodes. Complainant indicated that the clinician obtained another set of electrodes to continue treating the pt. Complainant indicated that there was no adverse effect to the reported malfunction.